Event description:
It was reported per field service report: pump was on pt. Symptom - when plugged into the wall, unit is always in battery. Findings/actions taken: replaced power supply. Passed electrical safety check and functional check.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.